Manufacturer narrative:
The technician replaced the cardio pulmonary resuscitation valve to resolve the issue.

Event description:
The technician alleged that the cardio pulmonary resuscitation does not function. No pt impact.